Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by our taiwan affiliates, approximately 2 years and 8 months post implant of a 23mm sapien 3 valve in the aortic position, it presented stenosis with an ava of <.50cm2 and increased gradients of >50 mmhg and mild unknown regurgitation. The patient was symptomatic and presenting dyspnea, chest pain and fatigue. Before the valve in valve (viv) procedure with a 23mm sapien 3 ultra valve, leaflet modification with radiofrequency needle (unicorn) of the failing valve was performed due to the risk of coronary artery obstruction. Then, the 23mm sapien 3 ultra valve was attempted to be implanted but it could not cross the failing prosthesis and the commander delivery system with valve was removed. The patient was then converted to open heart surgery in which the failing valve was explanted and replaced with a surgery valve. It was then that it was realized that the leaflet modification failed. The patient was in stable condition post-procedure.